Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation with pericardial effusion. The physician suspected the right atrial (ra) lead helix was jutting out and caused the perforation. The patient was medically managed with steroids. The ra lead remains in use. No further patient complications have been reported as a result of this event.